Event description:
This lv lead was implanted on (B)(6) 2015 and remains implanted as of this time. A call was placed to technical services on (B)(6) 2018 stating the lead had loss of capture that was noted. The following physician was dr. (B)(6) at (B)(6) clinic in billings, mt. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).